Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unable to trigger appropriately. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Using the trainer, the fse cycled through all possible triggers and ECG leads to ensure proper display and operation of each. The fse observed no triggering issues using trainer and was unable to duplicate the reported issue. The fse then performed functional testing and safety checks. The unit then passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.